Manufacturer narrative:
A philips remote service engineer (rse) tried reaching out to the customer who stated a third-party company has repaired the device. No additional information was provided. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 2.4 ghz smart hopping indicating that the central station cannot be alarmed. The device was not in use on patient at time of event, there was no adverse event reported.